Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that during an event therapy was not provided. Technical services (ts) reviewed the event and found a non-sustained ventricular tachycardia episode. Additionally, high out of range shock impedances on the right ventricular (rv) lead, measuring above 200 ohms and high out of range pacing impedances on the left ventricular (lv) lead, measuring above 3000 ohms were found. Ts recommended further evaluation since a distal coil problem was suspected. The lv and rv leads are non-boston scientific devices. This crt-d remains in service.